Event description:
It was reported the patient last charged the ipg approximately a year ago due to other health conditions. The ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced., thereby restoring therapy.

Manufacturer narrative:
B3-date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.